Event description:
The complainant reported a patient, race and ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the pump stopped and attempts to restart the pump were unsuccessful. This impella placement was aborted and the device was replaced with a new impella pump. No patient harm was reported.

Manufacturer narrative:
The investigation into the pump stop has been completed. The impella pump was returned for investigation. The visual investigation revealed a large amount of biomaterial was found around the impeller. The investigator determined the cause of the issue was biomaterial. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system, section: using the automated impella controller with the impella catheter as noted in the impella IFU ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smart assist system catheter as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.